Manufacturer narrative:
The calibration was last performed on (B)(6) 2024 and it was acceptable. The investigation determined that the issue was consistent with a maintenance issue. The service action performed by the field service engineer resolved the issue. No further issues were reported afterward.

Manufacturer narrative:
The cobas c513 analyzer serial number was (B)(6). Qc was within the assigned ranges prior to the event, then it went out of range. The customer replaced the reagent that was onboard with a new reagent pack and reran the qc and it was in the range. The alarm trace did not show any abnormality. The maintenance status of the instrument was up to date. The field service engineer found that the gear pump water pressure was outside of the operational parameters. He performed an instrument check and the instrument was performing within specifications. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for about 50 patients' samples tested with tina-quant hemoglobin a1cdx gen. 3 (hba1c) assay on a cobas c513 analyzer (1st analyzer) when compared to a different analyzer. Discrepant results for 1 patient whole blood sample were provided. Initial result: 8.3% (1st analyzer). Qc was out of range prompting the repeat of the sample. 1st repeat result: 11.0% (tested on the 1st analyzer using a new reagent pack). 2nd repeat result: 11.0% (tested on another analyzer). The repeat results matched and they were deemed to be correct. Reportedly, an amended report with the correct results was issued and physicians were informed.